Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, two 5max ace catheters were found fractured and were not used. The procedure successfully continued using a new penumbra system 5max reperfusion catheter.

Manufacturer narrative:
Result: the first 5max ace was fractured in the proximal shaft approximately 6.0 cm from the hub. The second 5max ace was fractured in the distal shaft approximately 37.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from packaging, both 5max aces were fractured and were not used in the procedure. This occurred despite the physician flushing the catheters before removal and taking care during removal from packaging. The procedure continued successfully using a new penumbra system 5max reperfusion catheter. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is removed from the packaging forcefully or at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This device is associated with MDR 3005168196-2015-00550.